Event description:
It was reported that the followed up information indicated that the two 5071 lead had a high threshold. Both leads were capped and another one was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.